Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Back extruded staples were observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the back extruded staples may occur when a thick tissue or obstacle has been incorporated in the jaws during application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic left donor nephrectomy, the device was opened and applied to the tissue that had stuck to the cartridge. The device worked fine on the renal artery but when reloaded and applied to the vein, the device fired staples and the device was able to be opened. But for some reason, the tissue stapled stuck to the plastic reload and had to be pried out by another endoscopic knitter. Upon close inspection, it was decided to apply another device reload to the renal vein and the procedure was completed. Another device was used to pry the tissue out of the plastic cartridge. Another device was opened and applied. No patient injury.